Event description:
It was reported that during a low anterior resection the surgeon could not get the anvil to stay attached to the device trocar when dialing down to fire. Surgeon thought the device malfunctioned and opened a new device, redid the purse string, fired and resulting anastomosis leaked. Surgeon was inserviced. Two devices will be returned without the anvils. Or time was extended and a colostomy was needed.